Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 625 mg/dl and a high ketone level. The cause of elevated bg was unknown; however, the customer alleged that the pump may not have been working properly. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids and manual injections. Customer also underwent a chest x-ray and blood work (results not provided). Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.